Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot and part number were not provided. The reported patient effect of perforation is listed in the hi-torque guide wires, electronic instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance and subsequent treatments appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore.

Event description:
It was reported that the procedure was to replace a dual chamber pacemaker to a biventricular pacemaker in an posterolateral coronary branch. The iron man hi torque guide wire (gw) was attempted to be advanced to the target branch with difficulty due to the anatomy. During a second attempt to advance the gw a perforation and pericardial effusion was observed. The gw was removed from the patient and the procedure was aborted to stabilize the patient. A transesophageal echocardiogram was ordered to confirm the perforation was resolved and the effusion was drained. After the patient was stabilized they remained in the critical care unit. It is the physician's opinion that the gw was likely to cause the perforation. No additional information was provided.